Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported no audio which was reproduced. Visual inspection was determined to be rear case flex was improperly connected to input/output board. The rear case flex was re-attached to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no audio. There was no patient involvement. No additional information is available.